Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-03276. It was reported that the patient had both extensions explanted and replaced due to high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.